Event description:
The report stated that after the cut button was pressed once, it remained activated even the button was released. Another pencil was obtained and used to complete the procedure. There was no tissue damaged.

Manufacturer narrative:
(B) (4). (B) (4). The es pencil was returned and evaluated by tyco (B) (4) and found to function normally. They could not replicate the latch on condition reported by the customer.